Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a wedge resection, using an endocutter, with gold reload, no buttressing material, on the second firing, the doctor fired the device and noticed the staple formation on the distal end of the staple line, on the patient side, the staples were sticking up. The stapling passed the air leak test. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number # p56x6j. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. An image was provided: image received shows a staple line, it appears to have into the tissue a staple leg. Based on the image alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.